Manufacturer narrative:
The reported sensor was returned and investigated. Performed visual inspection on returned sensor patch. No issues observed. Data was extracted using approved software. Sensor was in state 5 (normal termination). Observed sensor plug was properly seated in mount. Removed sensor plug assembly and performed visual inspection. No issues observed. Re-programmed sensor using approved software and performed linearity testing. All results were found to be within the acceptable ranges. Product was found to be functioning with in specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on the built-in meter and provided the following comparisons, (received within 10 minutes, on (B)(6) 2017): at 9:41 pm, sensor: ¿hi¿ (a reading greater than 500 mg/dl) vs meter: 161 mg/dl and at 12:36 pm, sensor: ¿hi¿ vs meter: 222 mg/dl. Customer further reported that at 14:46 pm he received a sensor scan result of between 467 mg/dl to 499 mg/dl (both readings were reported), self-administered an unspecified amount of rapid-acting insulin and then subsequently experienced ¿sweats¿, a loss of consciousness and possibly a seizure (customer was unsure about the seizure activity). Paramedics were called and upon arrival received a reading on their meter of ¿lo¿. Customer was treated on the scene with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.